Event description:
This report was received through legal channels as a statement of claim. It was reported that following implantation of the device, the patient suffered severe injuries. The device remains implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she continued to experience pain, bleeding, infections, bowel and bladder problems, erosion of her internal bodily tissue, dyspareunia, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 3/17/2016. It was reported that patient underwent cystoscopy, examination under anesthesia and injection of trigger point (3) on (B)(6) 2015 due to chronic pelvic pain syndrome. It was reported that patient underwent mesh implant, excision of previous pelvic floor mesh, enterocele repair, posterior repair and cystoscopy on (B)(6) 2015 due to chronic pelvic pain and sui. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.